Event description:
Discordant low results for latex allergen were obtained on one patient sample on an immulite 2000 instrument. The patient sample was then tested on an alternate platform/method and confirmed positive. It is unknown if patient results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant latex results.

Manufacturer narrative:
The cause of the low discordant latex allergen result is unknown. Siemens is investigating the issue.

Manufacturer narrative:
Additional information (08/06/2013): a siemens global product support (gps) specialist contacted the customer and provided additional information regarding the proteins contained in the k82 latex allergen as part of the complaint. Coomasie blue and western-blot testing was used to demonstrate that all known allergenic proteins are present in the extract and do react with human ige antibodies. The customer is satisfied with the response from gps and stated that no further assistance was required. The cause of the discordant result is unknown. No further evaluation of this device is required.